Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: incidental findings: the protective wrap surrounding the electrical leads in the motor capsule appeared cracked and brittle. Manipulation of the leads during disassembly caused portions of the wrapping to break off. The electrical lead connections were intact, and silicone properly encapsulated the soldered electrical lead connections to the terminals of the motor capsule; however, discoloration/scorch marks were noted surrounding the base of all three pins. Evaluation of (B)(6) confirmed internal driveline wire fatigue with damage that would have caused the pump stop events, as captured in the submitted log file. Review of the submitted log file confirmed pump stop events on (B)(6) 2024 while the device was connected to batteries. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events are indicative of an issue with the driveline. Driveline x-rays were taken; however, driveline compromise could not be confirmed via the submitted images. Of note, the patient had a previous driveline repair in 2020 as reported under MFR #: 2916596-2020-02213. It was later reported that a pump exchange was planned, and the patient¿s pump was explanted. The heartmate ii lvas, serial number (B)(6), was subsequently returned assembled with the driveline severed approximately 3¿ from the pump body. The distal portion of the driveline was returned in three sections including approximately 5.5¿ and 5¿ sections as well as an approximately 23¿ section that returned with the controller connector. The sealed inflow conduit was returned detached from the pump inlet port. The apical sewing ring was returned detached from the inlet extension. The sealed outflow graft was severed at its hardware and was returned detached from the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief and sealed outflow graft bend relief collar were returned disconnected from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces also revealed no evidence of laminated or denatured depositions or thrombus formations. Electrical continuity testing of the portions of the driveline returned with (B)(6) revealed no evidence of discontinuity. Upon disassembly, metal braided shield breakdown was noted approximately 5¿, 8.5¿, and 12.5¿ from the pump body as well as on the external portion of the driveline approximately 2.5¿ and 15.5¿ from the controller connector. Wire insulation damage of the black, green, and orange wires was found, exposing the conductors approximately 13.5¿ from the pump body. Conductor breakdown was observed on the black wire. The wire insulation damage appeared to be consistent with repetitive flexing and abrasion with the metal braided shield over time. The driveline was submerged in a saline bath for high-potential testing with an insulation tester, which confirmed the exposed conductors of these wires. No other areas of current leakage through the insulation of the driveline were identified. The identified driveline insulation damage would have caused the captured pump stop events. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop and the returned approximately 23¿ section of distal driveline with the controller connector. The retrieved data revealed pump power consumption and pressure values that met manufacturing specifications. The pump operated as intended. The relevant sections of the device history records for (B)(6), driveline serial number (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Shop order showed that (B)(6) was assembled with motor capsule serial number (B)(6). This document includes steps for soldering the percutaneous cable to the motor capsule and inspecting the solder per spec. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and speed. This section explains that flow is estimated based on pump speed and the amount of power being provided to the pump motor. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and hazard alarms. This section explains that the low speed advisory alarm appears when the system controller is unable to maintain the speed at or above the low speed limit. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low speed hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient came to the clinic and stated that the orange ungrounded cable that attached to the power module continued to have a power cable disconnect alarm when attached to the white patient cable. The patient recreated the alarm while attached to the power module. The white patient cable battery alarm started when the cable was moved in a certain direction. The patient was given a new orange power module patient cable. The alarms were not recreated on the new cable. The event log files contained abnormal pump stoppages, low speed hazard, and low flow hazard events while on battery power. These alarms were associated with multiple wire fractures or a phase to phase short. It was recommended to limit patient movement to prevent further interruption in support. It was noted that the ungrounded power cable disconnect alarms appeared to be a separate issue. It was noted that the patient had a driveline repair in 2020 with only one inch of the driveline remaining which was not enough for a second repair. An x-ray was performed, and it looked like a fracture was present lateral to the previous driveline repair. The x-ray captured no obvious areas of concern. The patient went for a pump exchange from heartmate ii to heartmate 3 on (B)(6)2 024 in the operating room. It was noted that the patient's ejection fraction was 65% when the pump was off, and the patient was on bypass. The patient's heartmate ii was explanted, and no heartmate 3 was implanted. The patient's heart looked like it had recovered so the patient was sent to the intensive care unit (ICU) recovering without a pump. Related manufacturer reference number: 2916596-2020-02213 (B)(6).